Event description:
During an afib ¿ persistent procedure, it was reported a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by transthoracic echo. A pericardiocentesis was performed and approximately 450 ml of fluid were removed. The patient was reported to be in stable condition.

Manufacturer narrative:
The device has been disposed by the customer. As the lot # 16045160m was provided, the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference # (B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. It was stated by the customer that the product had been discarded. Thus not returned for investigation. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. Concomitant products used during the procedure: 1. Carto 3 system: model #: fg-5400-00m, serial #: (B)(4). 2. Stockert 70 system: model #: m-5463-01, serial #: (B)(4). 3. Cool flow pump: model #: m-5491-02, serial #: unk. 4. Halo catheter: model #: d7t20282rt, lot #: 16032429l. 5. Lasso catheter: model #: d7l1015rt, lot #: 16014479l. (B)(4).